Event description:
The account stated that in 2009, one patient sample generated an architect magnesium result of 6.2 meq/l. The result was questioned by the physician. The sample was repeated on another architect c8000 analyzer with a result of 2.1 meq/l generated. The patient's mg result from the day before was 2.2 meq.l. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other (B)(4) (package insert review), (B)(4) (aberrant results). An investigation was performed on architect magnesium reagent (B)(4) lot 73020hw00 and determined that it was performing acceptably. The customer did not return reagent or samples for the investigation. The certificate of analysis (coa) for lot 73020hw00 was reviewed. The coa demonstrated that the reagent was released within specifications. In addition the complaint analysis and trending system (cats) was reviewed and no adverse trends were identified. The clinical chemistry architect / (B)(4) package insert was reviewed and was found to adequately address interfering substances. The investigation did not identify a product deficiency. This is the final report.